Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right ventricular lead was oversensing noise. The lead was explanted and replaced. There were no patient consequences reported.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial distal portion of the lead was returned in one piece measuring 41.5 cm. An external insulation abrasion was found at 39.4 to 39.6 cm from the distal tip, breaching the outer insulation and exposing the outer coil. The cause of the reported event is due to the external insulation abrasion which is consistent with friction to the device can. All other damage found was sustained during the surgical procedure.